Event description:
It was reported that this inflatable penile prosthesis (ipp) is not working. The device was partially inflated by the physician during an in-clinic visit. The patient stated that the pump bulb collapses and does not refill. Also, he states that he can hear air moving through the system. Two months later a revision surgery was performed. Upon examination fluid leakage caused by a pinhole in the cylinder was found. The device was explanted and replaced. No patient complications were reported.